Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. It was alleged that the pump did not let the patient know that they had a high blood glucose. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. A high blood glucose was alleged without symptoms or hospitalization. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: during the investigation, the pump was found to be returned with the glucose user hi limit alert ¿disabled.¿ the pump history showed evidence of a 213- cgm glucose above user hi limit on (B)(4) 2017. The pump was able to boot with audible and vibratory features. A test transmitter was paired with the pump correctly with cgm high alert ¿enabled.¿ a cgm high alert was simulated for testing purposes. The pump was found to give the appropriate visual and audio warning. The alert was correctly recorded in the pump cgm history. An audible alarm measured within specification. Investigators were unable to duplicate the compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.